Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death. Corrected data: adverse event. Corrected data: outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage.

Event description:
Analysis was completed for the generator on 05/15/2015. Other than typical explant procedure related observations, no surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The device performed according to functional specifications of the current automated final test. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis was completed for the lead assembly on 05/21/2015. Abraded openings were noted on the outer silicone tubing. The reported lead fracture was not verified within the returned lead portions. Note that since a portion was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Initially, it was reported that the patient was scheduled for generator replacement due to end of service. It was later reported that the patient was also scheduled for lead replacement due to painful stimulation in the electrode site that had begun the month prior. It was reported that there was no known device malfunction and that last known diagnostics were within normal limits. An implant card was obtained which indicates that the generator was replaced prophylactically and the lead was replaced due to painful stimulation and visual confirmation of lead fracture. A company representative was present during the surgery and confirmed that the surgeon identified a lead fracture. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.